Event description:
While using eclipse needle, shield disengaged resulting in a needle stick to nurse. Spoke with nurse who was stuck, source was known and in good health. Wound was small with little bleeding. Wound site was cleaned with antibacterial soap, no first aid, no stitches or medical intervention required.